Event description:
It was reported that during a lap sigma procedure, the blade of instrument was broken, no part fell into pt; no further info available. Operation continued by electric scalpel. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.